Manufacturer narrative:
(B)(4).

Event description:
Lot number, expiration and manufacture dates were added.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced significant erythema, hyper granulation and edema at peristomal site. The patient was treated with antibiotic clindamycin 300 mg p.o. Q.i.d. For 14 days along with bio-k plus (50 billion) per capsule, 2 capsules daily started the day before starting clindamycin, the entire course of antibiotics and maintained for another 5 to 7 days upon completion of the antibiotics.